Event description:
The tech alleged that the stretcher still rolls after the brake steer pedal is set for brake. No pt impact.

Manufacturer narrative:
The tech adjusted the brake position for all brake casters to resolve the issue.